Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implantable infusion pump. At the time of the event, the pump contained water. It was reported that, during an operating room (or) case on (B)(6) 2024, the clinician was having a difficult time removing sterile water. They only go out "about 13.5ml" and they were going to attempt to try warming the pump slightly in a sterile bath and attempt to get back bubbles more freely. They planned to try this while they were doing a step in the operating room. Additional information received on 2024-06-13 indicated that the physician was not able to remove the rest of the sterile water out of the pump. He then decided to fill the pump with the medication and had extreme resistance once he put close to 14ml of the medication in. He was unable to fill the pump with the rest of the 20ml medication. At that point, he said that the reservoir of this pump must not be correct and decided to open a new pump. The new pump was opened and had no issues. Afterwards, another doctor decided to try to aspirate the rest of the mixed sterile water and medication from the original pump and was able to remove all of the contents without issues and they saw the stream of bubbles at the end.

Manufacturer narrative:
H3: analysis of the pump found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.